Event description:
It was reported that during a routine device change out procedure, the pulse generator setscrew was stripped and unable to be removed. The device was explanted and replaced.

Manufacturer narrative:
(B)(4).